Manufacturer narrative:
Correction: d4 primary UDI investigation ¿ evaluation: it was reported, the coating of the hiwire nitinol hydrophilic wire guide peeled off the tip exposing the wire, prior to a uretero flexible procedure. A saline solution was placed inside the support, and the wire guide was gradually removed from the holder to be passed through the instruments. The coating of the wire guide was activated by placing saline solution inside the guide wire support and using gauze moistened with saline solution during handling. The user found the wire was exposed, and the top layer was "as if it was tangled". The procedure was completed by using another device. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Reviews of documentation including the complaint history, device history record (DHR), quality control procedures, manufacturing instructions (mi), and instructions for use (IFU), as well as a visual inspection and functional test of the returned device, were conducted during the investigation. One hiwire nitinol hydrophilic wire guide was returned in open packaging with a product label for investigation. The returned complaint device was reviewed by the supplier who noted the returned device did not exhibit damage to the distal tip as reported. Whoever the device did have skived/cut damage in a proximal to distal orientation located 14 cm to 16.3 cm from the distal tip. This damage resulted in the exposure of approximately 1.3 cm of the underlying metallic core. Additionally, the polymer jacket material was displaced distally over itself by approximately 0.4 cm, creating a localized region of increased diameter. The wire guide is assembled and packaged by a supplier to cook who carried out an investigation as well as cook. The supplier concluded the skived/cut damage is representative of applying excessive and/or forceful manipulation to the device while removing it from the dispenser hoop without proper hydration. The supplier indicated the wire guide must be fully hydrated to activate the hydrophilic coating. The instructions for use [t_hbwg2_rev1] supplied with the device state "inject enough solution to wet the wire guide surface entirely. This will activate the hydrophilic coating." It was reported the coating of the wire guide was activated by placing saline solution inside the guide wire support. Additionally, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the dhrs for the reported complaint device lot revealed no recorded non-conformances relevant to the failure mode. A complaint history search identified no other events reported for the related failure mode. Based on the available information, cook has concluded that the device was manufactured to specification and that there is no evidence suggesting nonconforming product exists either in house or in the field. Cook also reviewed product labeling. The IFU packaged with the device contains the following in relation to the reported failure mode: the wire guide was supplied with IFU t_hbwg2_rev1 which includes the following. Instructions for activating hydrophilic coating the hydrophilic coating on the wire guide is activated by immersion in sterile water or sterile saline solution. 1. Prior to using the wire guide, fill a syringe with sterile water or sterile water or sterile saline solution and attach it to the flushing port on the wire guide. 2. Inject enough solution to wet the wire guide surface entirely. This will activate the hydrophilic coating.). Based on the information provided, inspection of the returned device, and the results of the investigation, cook has concluded a cause of the complaint cannot be established. It was not possible to rule out procedural factors. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute toa death or serious injury if a malfunction occurred.

Manufacturer narrative:
E1: phone number: (B)(6). E3: occupation: quality specialist. H3: device evaluation anticipated, but not yet begun. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported, the coating of the hiwire nitinol hydrophilic wire guide peeled off the tip exposing the wire, prior to a ureteroflexible procedure. A saline solution was placed inside the support, and the wire guide was gradually removed from the holder to be passed through the instruments. The coating of the wire guide was activated by placing saline solution inside the guide wire support and using gauze moistened with saline solution during handling. The user found the wire was exposed, and the top layer was "as if it was tangled". The procedure was completed by using another device. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.